Manufacturer narrative:
H4 - device manufacture date: corrected. Manufacturers investigation conclusion: a specific cause for the reported pneumonia could not be conclusively determined. Additionally, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on hmii lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the heartmate ii patient handbook rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists infection and bleeding as adverse events that may be associated with the use of the heartmate ii lvas. Section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that anticoagulation was adequate with prothrombin time-international normalized ratio of 2.0-2.5. The condition was stable. The steroid was reduced to 3mg at present. If no problem in computed tomography in (B)(6) 2024, the transplantation standby would be resumed.

Event description:
It was reported that the patient experienced drug-induced pneumonia and alveolar hemorrhage, which were not causally related to the device. Aggravation of interstitial pneumonia was also suspected. A bronchoscopy was performed. Treatment for interstitial pneumonia was ongoing. Sterile dose reduction was carried out smoothly, but exacerbation of lung field shadow was observed, and it was suspected that the patient's condition had worsened again. As a result of the thorough examination, the patient was judged to have had alveolar hemorrhage rather than exacerbation of interstitial pneumonia.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.